Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the keypad button responsiveness had changed. Tthis complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the keypad was found to be intact; no damage was observed. During investigation, the keypad buttons were found to respond appropriately to button presses. The keypad cover was removed and no contaminants were found under the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the original complaint, a crack was observed in the battery compartment. The pump was opened and no intermittent conditions found on keypad flex connector animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).